Event description:
Boston scientific received information via the patient remote monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock lead impedance (sli) measurement of 129 ohms. Impedance has been trending upward over the last few months; it was 106 ohms last february. Boston scientific technical services (ts) discussed troubleshooting options. Additional information was received from the field representative that no x-ray was done and will just monitor the situation as the patient was in intensive care unit (ICU). At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.